Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information received: description of product complaint: ¿daa straight broach handle broke intra-op while the surgeon was using it. The pin that was welded in snapped as the strike plate was being hit. All pieces collected. The instrument was tagged as damaged and sent to cssd for contamination.¿ assignable root cause analysis: wear and tear from normal use (with impaction). Cause traced to component failure. Assignable cause: material: damaged. Closure summary: issue recorded post-surgery; no patient harm was recorded in the product complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary daa straight broach handle broke intra op while the surgeon was using it. The pin that was welded in snapped as the strike plate was being hit. All pieces collected. Instrument tagged as damaged and sent to cssd for contamination. No device associated with this report was received for examination. However, photos were provided for review. See attachments: main source image 1 (B)(4), main source image 2 (B)(4), main source image 3 pc-001662724, main source image 4 (B)(4) and main source image 5 (B)(4). The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Nevertheless, sri team conducted an investigation with similar failure mode from previous complaints. It was determined that the daa straight broach handle had shown signs of wear and tear from normal use (with impaction), and this condition was identified as an end-of-life indicator. A design specification was included of a weld to reinforce the interface between top hat and slide pin. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Daa straight broach handle broke intra op while the surgeon was using it. The pin that was welded in snapped as the strike plate was being hit. All pieces collected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the instrument was tagged as damaged in its bag. Not part of a full tray. It is in 3 pieces. Hard to not identify as damaged.